Event description:
Today a customer called to inform co about inaccurate results of their euro flash versus the results of the lab meter. In 2002 co's customer measured their blood glucose with their euro flash meter in the morning. Due to the result of 153mg/dl co's customer injected 8 units normal-insulin. Around 11:00-11:30am co's customer was on the way and they could not remind what happened. Pt had been fallen into hypoglycemia and somebody called an emergency doctor. When the doctor arrived he injected pt glugacon. In the mean time co's customer's family doctor arrived. Customer felt good again, but their family doctor wanted pt to go into a hospital to check the diabetes regimen. Customer stayed at the hospital for 5 hrs in 2002. Results in mmol/dl, the correct unit of measure for netherlands. A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 4, 7.9,9.5,8.4mmol/l. Tests were done within a period of 22 mins apart with a difference of 36%. Note: the last three results are within 11% of each other. Pt did not experience any adverse events or change in medication. Diagnosed two weeks earlier. No further info has been reported. Pt was advised to contact their diabetic nurse. When recontacted by lfs belgium their nurse had replaced the meter with another fasttake. Lfs belgium provided a back up fasttake as well since pt tests x8 a day.